Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Review of radiographs revealed periprosthetic lucency seen along the anterior surface of the tibial stem, consistent with loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen articular surface catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown, unknown patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee a right knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis.